Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis of the lead, serial # (B)(4), found that the stylet coil was perforated by the stylet from the distal lead. Analysis of the stim-stylet, found that the stylet was bent from the distal/ proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the stylet would not advance all the way back into the lead and would become stuck with 1 inch remaining. The patient's information was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the trial lead was inserted fine but the health care provider (hcp) withdrew the stylet a few inches and when they went to push it back in, it was getting stuck about an inch from the end so that they were not able to advance it all the way to the end of the lead. The hcp then used the straight stylet and the same issue occurred. From a distance and from what they could see, the lead looked fine. Another lead was used with no issue. This was reported to be an out of box issue. The manufacturer representative had one lead and one stylet in their possession and would be returning them. The other stylet used was discarded. No further complications were reported.